Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) found charring during installation of a vacuum pump on an alinity s analyzer. During installation of the liquid waste pump pressure switch upgrade, the fse found the vacuum pump connector exposed and burnt. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported.

Manufacturer narrative:
During the installation of a liquid waste pump pressure switch upgrade tsb kit on alinity s system, serial number (B)(6), the abbott ambassador reported finding charring on the power connector of a vacuum pump. There were no visible signs of smoke. No fire was observed, and no injury occurred. The ambassador replaced the assy ¿ lwm waste pump, part number b-30105050-01, which resolved the issue. The analyzer was returned to normal operation. A review of the risk reduction for safety hazards indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning/charring observed was limited to the assy ¿ lwm waste pump. The electrical charring/burning did not spread to other parts of the module. Device history record review of the assy ¿ lwm waste pump did not identify any non-conformances or deviations. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.